Event description:
It was reported that during a thyroid procedure, the device handpiece did not have an audible click sound when the button was pressed to indicate that it was functioning properly. A second device was then used and the tissue pad melted on the proximal end of the pad. A third device was used to complete the case. No pt consequence was reported.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.